Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the final screwdriver shaft broke during surgery while final tightening the set screw. The broken piece did not fall into the patient. The counter torque wrench was not used. The surgery was delayed between 31 and 60 minutes. There was no report of any patient harm associated with this event.

Manufacturer narrative:
The driver was returned for evaluation. The tip was found to have fractured off in a manner consistent with screw removal. The cause is likely attributed to the mating torque limiting handle which was found to output torque outside of specifications. Reference report 3003853072-2018-00055 for the mating torque limiting handle.

Manufacturer narrative:
Additional information in evaluation codes: method and conclusions codes. The device was not returned to the manufacturer, so an evaluation could not be performed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including usage of the counter torque wrench during final tightening of the set screw. However, the counter torque wrench was not used. If additional information is received which adds value to the relevant content of this report, a follow-up report will be sent.